Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension and gas shock were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the leg extension on the 2800 system could not be removed. No patient injury was reported.